Event description:
Hosp reported receiving 1 unit of a sterile, packaged, pressure monitoring line with the pouch open. The device was not used and was disposed of by the hosp. There was no pt contact.